Manufacturer narrative:
The reported events of high pacing lead impedance and ¿unable to disconnect from the device¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical test and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for initial implant. During procedure, the right ventricular lead had high, out of range pacing impedance when connected to the device. The lead was disconnected and reconnected several times to try and obtain desirable measurements. After several attempts, the lead was unable to disconnect from the device. The lead was not used and was replaced. The patient stable post procedure.